Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 10/9/2019. The following additional information was requested and received: please verify, was the needle removed from the patient? Yes. If needle was successfully removed, was it removed during the same procedure? Same procedure. Any adverse patient consequences reported? What medical/surgical intervention was provided? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no. In case needle is still retained in patient, please provide needle size and location where retained in patient? No. X-ray results, if available ? No. Are any plans to remove it at a later date? No. H3 evaluation: an unopened sample of product code f2544, lot # pbj927 was returned for analysis. During the visual inspection of the sample, no defects were found on the packages. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pbj927-f2544, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure name please verify, was the needle removed from the patient? If needle was successfully removed, was it removed during the same procedure? Any adverse patient consequences reported? What medical/surgical intervention was provided? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain in case needle is still retained in patient, please provide needle size and location where retained in patient? X-ray results, if available. Are any plans to remove it at a later date?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, the needle pulled off from the suture and fell into the muscle. The procedure was extended for the recovery of the needle. There were no adverse patient consequences reported.